Manufacturer narrative:
No damages were observed that would contribute to the reported dislodged cannula, the cause of which could not be determined. Inspection of the fluid path found no evidence of the reported leak.

Event description:
It was reported by the patient's legal guardian (lg) that the patient's blood glucose levels rose to 22 mmol/l (396 mg/dl) while wearing the pod. The pod reportedly was coming loose from the infusion site (unspecified), causing the pod cannula to dislodge and the insulin to leak, wetting the pod adhesive. As treatment, the lg administered novorapid insulin via insulin pen to the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lock down. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.